Event description:
Pt had the mirena iud inserted in 04 - the pain upon insertion nearly made pt pass out - double painkillers didn't help. Pt whole body broke out in a severe sweat. Since having the iud inserted pt had severe cramps. Lower abdominal pain, pt had gained 30 pounds -size 4 to 14-, bloating, severe fatigue, mood swings - irritability, severe leg cramps, tingling in their fingers, joint pain and chest pain. Pt went back to the dr who steered the conversation away from the mirena and put them on estrogen for menopause. They took an ultrasound and said the iud appeared to be fine. Pt bled after the ultrasound for three days. They say "no one has any complaints about the mirena" yet this site http://www.dysmenorrhea.org/forum/documents all and more of the same symptons pt is having and pt going to have their iud removed. Pt hopes that their experience is not like others where the mirena has travelled on its own into their uterus, their stomach and even up to their head. Pt feels FDA needs to do something about the mirena. Consumers should be alerted to the side effects a huge amount of women are having from this product. Also, pain upon insertion is said to be negligible - but it is not negligible. It is severe in many cases.